Event description:
Torque indicator became detached from the handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned product confirms that the black plastic protector components are missing and appear to have disassembled. The products are old (mfg 2007) and have been subjected to heavy usage. A search of the complaint database found a previous corrective action (ref (B)(4))was implemented after the manufacture of the current complaint samples for the protective cap becoming damaged/disassembled. Although there was a previous corrective action, the root cause of the current reported event is attributed to product wear out, as the products have been in service for numerous years. Based on the investigation determination of wear out as the root cause and a previous corrective action implemented, no additional corrective action is required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.